Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The joint unit was worn out and causing air leakage to occur, weakening the pressure rate. As noted, the power switch was cracked and the power switch protective cover was damaged. Also mentioned, the air control inlet was found cracked. Additional findings during the evaluation included a rusted top cover, bottom chassis, and rear panel. The four suction cups on the subject device were noted to have weak suction force. The connector port and air pump were both found rusted, and the air pump itself was dirty. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned her olympus maintenance unit due to the device experiencing a low inflation pressure during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the power switch as well as the inlet were both damaged. This report is being submitted to capture the damaged power switch and inlet noted during the device evaluation.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter noting that the intended procedure was diagnostic. The initial reporter is a biomedical engineer and doesn't have access to procedural details. Though, she did note that no negative reports were heard concerning the patient's outcome.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 14 years since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon occurred due to corrosion of the air pump unit. The cause of the corrosion could not be estimated. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.